Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. Functional testing was performed with the returned dissector using a test lab generator and battery. The assembled device successfully produced the startup series of tones and the status led on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The device was also activated with the jaws closed and submerged in glycerin bath at both power modes with acceptable results. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the setting was without problem and the indicator illuminated green. However, when the grip was squeezed with nothing grasped, it had a poor return and a stiff feeling. The device was used several times in the surgery, but the return of grip was poor and the status that the jaws was hard to be opened continued. As there was problem with the surgery, the device was stopped to be used. Replaced with new similar device and it worked fine which completed the procedure. Surgical time was not extended. There was no patient injury.